Event description:
The patient presented with a diseased lesion in the popliteal artery. A gore® viabahn® endoprosthesis was introduced through an 8fr introducer sheath over a 0,035 rosen guidewire (260cm; j-tip) antegrade. It was reported to gore, that when device deployment was initiated, the medical device curved due to deployment line tension. The device did not deploy at all. It was not possible to remove the device through the introducer sheath. The patient was converted to an open surgery, where the catheter was cut off approximately 20cm behind the hub assembly. After device removal from the patient, the endoprosthesis deployed 2/3 on the operation table. The patient needs to undergo another procedure.

Manufacturer narrative:
(B)(4). Refer to for the results of the imaging evaluation.

Manufacturer narrative:
Further investigation is being conducted and the information will be included in the final report. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
The device was returned to gore and an engineering analysis was performed. The following observations were made: the medical device returned on a guidewire and where cut into two pieces. Piece 1 is the proximal end of the catheter; piece 2 is the distal end of the catheter. Piece 1 includes a portion of the guidewire, a 37cm long piece of dual lumen with the hub attached, and a section of deployment line (within the dual lumen) with the deployment knob attached. There is 7.5cm of slack in the deployment line at the hub. Approximately 7.5cm of deployment line is protruding from the cut end of the dual lumen. Mechanical damage was observed approximately 14.5cm distal from the hub. Piece 2 is the remainder of the catheter (with endoprosthesis) and deployment line, which also has a portion of guidewire within it. The endoprosthesis is deployed approximately 9.5cm on the distal end. The endoprosthesis is compressed to approximately 12.5cm. The endoprosthesis is displaced over the tip of the catheter (the tip is intact). Approximately 12.5cm of distal shaft is exposed on the proximal end of the endoprosthesis. Approximately 3cm of the deployment line is protruding from the cut end of the dual lumen. There is approximately 65cm of deployment line loose between the transition and the endoprosthesis. An attempt at deploying a few knots of the deployment line was successful. Based on the device examination performed, no manufacturing anomalies were identified. Further investigation is being conducted and the information will be included in the final report.